Event description:
A report was received that separation between contacts fifteen and sixteen was observed after the patient's trial leads were pulled. The patient's symptoms were change in stimulation and pinching sensation in the lower back.

Manufacturer narrative:
The complaint has been confirmed. Visual inspection of the lead found that the lead distal end is fractured between the contacts #15 and 16. Additional visual inspection found a gripped mark at the proximal edge of contact # 16 on the distal array. The root cause of damage is unknown. The returned splitter passed all visual, electrical, mechanical and photographic imaging tests. Device exhibits normal device characteristics.

Event description:
A report was received that separation between contacts fifteen and sixteen was observed after the patient's trial leads were pulled. The patient's symptoms were change in stimulation and pinching sensation in the lower back.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: splitter kit, 30cm.